Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, electrocardiogram monitoring revealed loss of ventricular capture. A chest x-ray confirmed dislodgement of the right ventricular lead. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.